Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was unable to be implanted at the bundle of his, indicating a use of device problem. The lv lead was not used and another lead was used to successfully complete the procedure. The patient was stable throughout.